Manufacturer narrative:
It is normal shipping procedure to not ship sterile goods in their packaging. However, the x-surge shafts are delicate and a decision to leave them in the trays was made. However, the lids were peeled back to break the sterile barrier to ensure that these were sent as sterile samples. They were then packed into a shelf box and shipped to maintain product integrity. Us customer received the lot with some being samples and some being purchased product. The shelf box was not marked in any manner that would alert us customer that they were non-sterile. Us customer then shipped the shelf box to an end user. To prevent this in the future, all samples are marked with stickers, including the shelf box. Sop-16-7.2-01 rev ad was updated to rev ae in d19062 to include, "all samples shall be marked with a sticker on the packaging; including the shelf box. The sticker shall state whether the sterile or non-sterile".

Event description:
X-surge nonsterile samples were sent to us customer and accidentally shipped by us customer to an end user for surgery. The end user did not use them in surgery and there was no patient impact.